Event description:
The facility reports when the carer hooked up, the sling, an audible click was heard. The pt was then lifted from the bed, another noise was heard, and the clip was noticed to be cracked. No injuries were reported.